Manufacturer narrative:
No cracks on reservoir tube area, however partially broken off reservoir tube lip noted during visual inspection. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, and peeling end cap address label. Unit was received with missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the reservoir compartment's ring. Customer's blood glucose level was 86 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.